Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Vascular perforations may occur with the use of several of our devices. A perforation is typically the result of excessive force combined with challenging anatomy and not a malfunction of the device. A definitive root cause could not be determined. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
It was reported that a patient was placed in supine position for placement of the coronary sinus catheter. The introducer sheath was placed high in the neck as to make room for a svc line and once the line was placed and the surgeon attempted to aspirate the introducer and was unable to draw any blood back so he pulled the introducer back some and was able to draw blood. He then attempted to advance the cs catheter and was unable to see the catheter on tee. It was suggested to search with flouro and see where the introducer was. Contrast injection was done in the neck and it was decided that the introducer was sub intimal and not in the ij. Surgical team exchanged the introducer for another 11f introducer as to not leave the hole open for bleeding. Surgical team placed the introducer in the ij and placed the cs catheter without complications. During this entire time the patient was stable. The surgeon opened the right chest through a thoracotomy incision and there was blood in the pleural space noting a pneumothorax. 1 l of blood was suctioned out of the chest. After inspection of the chest the introducer was visualized and it was decided to pull the introducer out and stitch the hole closed with a 4-0 prolene suture. Repair was successful and continuation of the planned surgery went on as planned without issues.